Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. The samples were visually inspected for cracks, holes, or other defects in the tubing, and no issues were observed. Additionally, the samples were evaluated for leakage under pressurized conditions, and no leakage was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Manufacturer narrative:
Investigation summary: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. The samples were visually inspected for cracks, holes, or other defects in the tubing, and no issues were observed. Additionally, the samples were evaluated for leakage under pressurized conditions, and no leakage was identified. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer samples, the customer¿s indicated failure mode for leakage with the incident lot was not observed as all samples met the required specifications. Root cause: based on the investigation, a root cause could not be determined. The product was found to be in conformance and meet release specifications.

Event description:
It was reported that while a nurse was performing a blood collection using a bd vacutainer push button blood collection set, the tubing began leaking from the hole between the butterfly base and the tubing. There was no report of injury or medical intervention.